Event description:
On (B)(6) 2012 the reporter, the patient's daughter, contacted animas to report the patient had elevated blood glucose readings and was admitted to the hospital. On (B)(6), 2012 the patient became confused, and removed her insulin pump. The patient's blood glucose level was 250 mg/dl. The patient was treated with an insulin injection, after which her blood glucose level was 130 mg/dl. The patient was taken to the emergency room, where she was admitted and treated for hypercalcemia and a urinary tract infection. On (B)(6), 2012 the patient obtained a blood glucose reading of 333 mg/dl, and experienced the symptoms of dehydration and anxiety. The patient's daughter reported that the pump would not power on. During the troubleshooting telephone call, the reporter replaced the pump battery, and the pump powered on successfully. All pump settings and programming was correct. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by removing the pump. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia, and she was admitted to the hospital after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.